Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, e2, e3, h3, h4, h6. Corrected data: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle, distal cover, light guide lens, and objective lens glue; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the information for use (IFU) in reprocessing steps for the area where foreign material remained, and the foreign material residue points were free from physical damage. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions operation manual for gif/cf/pcf-190 series chapter 3, ¿preparation and inspection¿ describes how to detect the events. Instructions reprocessing manual for gif/cf/pcf-190 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle, the c-cover (distal end), the adhesive around the objective lens and the adhesive around the light guide lens. There were no reports of patient involvement.